Manufacturer narrative:
A field service engineer (fse) was dispatched and performed service on the instrument; the fse replaced a cracked/leaking y-fitting and primed the instrument 10 times with no leaks observed. Hardware is the root cause for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) and reported that no foam was leaking onto the floor. No injury was reported on this issue.